Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.